Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained that after he inserts the test strip into the meter the correct code number will come up for a second and, without pressing any buttons, the display will start scrolling quickly to different code numbers. A full screen display test was performed and three big '8's' were in the results field. The display issue impedes the customer's ability to read the display results field.